Event description:
It was reported that the patient presented following multiple appropriate shocks for ventricular tachycardia events. Upon review, the right atrial lead exhibited loss of capture and sensing. An x-ray was performed and the lead was found to be dislodged. A lead revision procedure was discussed.